Manufacturer narrative:
During follow-up with the sales rep, it was reported that the patient was released from the hospital after one night's stay. The patient's retention symptoms had resolved. The device lot number had not been identified; therefore, the device history records could not be reviewed.

Event description:
The physician reported that a patient had been in urinary retention for 3 weeks following the coaptite urethral bulking procedure. The patient failed four void trials and was taken to the operating room for surgical removal of the implant. The patient was admitted to the hospital for overnight observation.